Event description:
It was reported that the handpiece heated up during an oral procedure. There were no injuries associated with this event, and no significant delay while a back up handpiece was located.

Manufacturer narrative:
The handpiece has not yet been received at the manufacturer for evaluation. Once received and evaluated, a follow-up report will be completed.